Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 829069-not valid, 816062) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction"), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (ablation and supracervical abdominal hysterectomy; lysis of adhesions; bilateral salpingectomy;). Essure was removed in february 2015. At the time of the report, the abdominal pain lower, genital haemorrhage, hypersensitivity, fatigue, alopecia, urinary tract infection, cystitis, vaginal infection, migraine, nausea, allergy to metals and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, cystitis, fatigue, genital haemorrhage, hypersensitivity, migraine, nausea, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted as per pfs, previously date of insertion was reported :(B)(6) 2011, now in current pfs date was reported :aug2018 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction"), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (ablation and hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain lower, genital haemorrhage, hypersensitivity, fatigue, alopecia, urinary tract infection, cystitis, vaginal infection, migraine, nausea, allergy to metals and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, cystitis, fatigue, genital haemorrhage, hypersensitivity, migraine, nausea, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted as per pfs, previously date of insertion was reported: (B)(6) 2011, now in current pfs date was reported: aug2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2019: pfs received. Case become valid. Injury nos replaced with new events. Reporter's information was added. Added event abnormal bleeding (general), allergic or hypersensitivity reaction, fatigue, hair loss, infection (bladder/urinary tract/vaginal), migraine/headaches, nausea, nickel allergy, abdominal pain lower, vaginal discharge, plaintiff did not undergo essure confirmation test. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 829069,816062) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction"), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (ablation and supracervical abdominal hysterectomy; lysis of adhesions; bilateral salpingectomy;). Essure was removed in (B)(6)2015. At the time of the report, the abdominal pain lower, genital haemorrhage, hypersensitivity, fatigue, alopecia, urinary tract infection, cystitis, vaginal infection, migraine, nausea, allergy to metals and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, cystitis, fatigue, genital haemorrhage, hypersensitivity, migraine, nausea, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted as per pfs, previously date of insertion was reported :(B)(6)2011, now in current pfs date was reported :(B)(6)2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: new mr received- lot number was added. Reporters information was added. New event medical device monitoring error was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.